Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a pressure sore under the rear therapy electrodes, near the patient's spine. The patient's nurse believed the sore to be due to the patient laying on the vest. The area was reported to be the size of a silver dollar. The patient was under the care of a wound care specialist. During a follow up, it was reported that the patient's irritation had been improving but that the patient passed away on (B)(6) 2018. There is no indication that the skin irritation contributed to the patient's passing.